Manufacturer narrative:
(B)(4) the device was not returned for evaluation but a device history review was obtained for lot number 80313. There is nothing in the device history record that would indicate that the devices were released with any non-conformances that would contribute to the complaint.

Event description:
As part of the clinical converge trial, a (B)(6) male underwent convergent study procedure on (B)(6) 2018, patient was off-pump and was not heparinized. Patient presented with mild shortness of breath on (B)(6) 2018. Chest x-ray was done. Report on (B)(6) 2018 revealed right pleural effusion unchanged since (B)(6) 2018 (the effusion was not reported on the patient notes but evident on the x-ray when reviewed). The surgeon believes it might be right hemi-diaphragmatic paralysis due to phrenic nerve injury. On (B)(6) 2018 ultrasound confirmed diagnosis of right hemidiaphragmatic paralysis. Patient seen on (B)(6) 2018 for follow up of convergent procedure. Patient is doing quite well and symptoms have markedly improved. Surgeon stated not related to study device, not related to endocardial device, possibly related to procedure. No treatment for the pleural effusion. There was no reported device malfunctions.